Manufacturer narrative:
The patient felt pain at the injection site after completing an insulin injection. No treatment was required, the symptoms gradually improved. Manufacturing review showed no abnormalities or deviations from the validated manufacturing process for the main batch 211210. The needle tip from the cannula is to 100% controlled before the inner protective cap is fitted. No issues can be found.

Event description:
The patient felt pain at the injection site after completing an insulin injection. No treatment was required, the symptoms gradually improved.